Manufacturer narrative:
The insulin pump received with scratched lcd window, cracked window corners, cracked end cap next to reservoir tube. Reservoir window compartment ok.

Event description:
It was reported that the customer is having issues with his insulin pump and sensor. The insulin pump has cosmetic damage. The current blood glucose reading is 270 mg/dl. Customer treated with manual injection. Cosmetic damage is located under the reservoir window compartment. Advised the customer that the insulin pump will be replaced. Nothing further reported.